Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), allergy to metals ("nickel allergy"), rash ("rash"), skin disorder ("skin condition"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems"), fatigue ("fatigue,"), alopecia ("hair loss"), nausea ("nausea,"), migraine ("migraines,"), headache ("headaches,") and urinary tract infection ("uti,") and was found to have hormone level abnormal ("hormonal changes,"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, psychological trauma, pelvic pain, abdominal pain, back pain, dyspareunia, allergy to metals, rash, skin disorder, cystitis, bladder disorder, urinary tract disorder, vaginal infection, hormone level abnormal, tooth disorder, fatigue, alopecia, nausea, migraine, headache and urinary tract infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cystitis, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: she received treatment for ablation if no removal planned, other. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: events dyspareunia (painful sexual intercourse), pelvic/abdominal, back, general abnormal bleeding, nickel allergy, rash/skin condition, psych injury, bladder problems, urinary problems., bladder infection, uti, vaginal infections, dental problems, fatigue, hair loss, nausea, migraines, headaches, hormonal changes added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.